Manufacturer narrative:
One used sample list #b33973 was returned for evaluation. As received one of the adaptor was easily separated from trifurcate. The parts were observed through uv light and there was not enough presence of solvent on adaptor. The trifurcate was analyzed and insufficient presence of solvent inside was confirmed. No damage or excessive force being applied was observed. Complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error during manual process assembly during manufacturing. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 14" (36 cm) appx 3.6 ml, transfer set w/4 clave¿, 2 tri-connectors, back check valve, clamp (blue), vented cap and was reported via a medsun medwatch mandatory report uf/importer report # (B)(4). It was reported that the bue clave is supposed to be bonded to the 4-port manifold but "popped off" from one of the upper ports and leaked large amount of unspecified intravenous fluid (ivf) from hanging bags. The original intended procedure was chemotherapy administration (none was acutally administered) and the event occurred at the patient room of the hospital; this was not a laboratory device or laboratory test and the device that was not reprocessed. There were no issues were noted prior to the leak. The product was used with an alaris (bd) administration set which was disposed off and no identifiers were noted. The approximate location of the leak was observed to be at the adaptor. It was reported that the clave detaches from the connection and did not seem to be bonded. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.